Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s caregiver experienced difficulty attaching the connector due to damage to the insulin chamber, rendering the ilet¿s water resistance compromised and its functionality in question, and a replacement device was provided with instructions to return the original. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and continued cgm data reception with guidance to back up therapy and sync data prior to shutdown. Investigation included troubleshooting support and user education regarding connector use, device handling, and return process. Investigation of this case revealed a damaged insulin chamber and associated connector attachment issue consistent with a device component failure affecting the pump housing/insulin reservoir interface. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction.